Event description:
It was reported that non-sustained rv oversensing (nsrvo) episodes were observed via merlin home. The device was post-paced t-wave oversensing. The oversensing was noted on a stored egm the device was post-paced t-wave oversensing programming changes were suggested but not made at that time. New information notes that the patient has not returned to the clinic but will be scheduled to come to the office. No patient consequences were reported.

Event description:
New information notes that on (B)(6) 2022, programming changes were made and the issue was resolved. No patient consequences were reported.